Manufacturer narrative:
D10 concomitant products: sigadaptstnd - sig power sigadaptstnd linear adapter sigphandle - sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use of the device to the patient, the doctor was testing the device with a used reload. The surgeon was able to rotate and articulate the reload however the device was unable to be returned to neutral position. There was no patient involvement.